Event description:
Complaint alleged that the stretcher will not stay in brake mode. No injury alleged.

Manufacturer narrative:
Technician found the stretcher in storage area, tagged "will not stay in brake". Found brakes were engaging but not holding due to broken screw ini hex rod. Replaced screw and rod to resolve this issue.